Event description:
The customer reported the error code displayed when booted. There is a camera error.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed, and replace the ii power supply. The system operates as intended.